Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the patient's trial started on (B)(6) 2018. They reported they woke up the day of the report and had been bleeding from where the wire was inserted. They called their healthcare provider who did not seem concerned about it. Contributing factors were unknown. It was reported that the issue was unresolved at the time of the report. Additional information was received from the patient. It was reported the patient would void 2oz with each urination and then they used a catheter and would get 2-4 oz with residual. They stated they were having no problems the day of the report with less urgency and no leaks. Their residual with the use of a catheter the morning of the report was 8 oz and 12 oz. They reported that this was worse the morning of report. Contributing factors and resolution to the reported event were unknown. No further complications were reported or anticipated.